Event description:
Olympus received a medwatch report that stated, "the pt underwent a bronchoscopy with bronchioalveolar lavage, reportedly, the scope was inserted via the pt's tracheostomy tube and the doctor was unable to remove the scope. It appeared as if the flexion on the scope had malfunctioned. Pt was ventilated with oxygen saturations remaining at 100%. The doctor felt the safest way was to remove the scope with the tracheostomy tube. Both were successfully removed. A new tracheostomy tube was placed into the trachea without complication. Upon examination, the scope was noted to have a bend at the tip of the scope. Scope was returned to sterile processing and removed from service."

Manufacturer narrative:
Olympus f/u with the user facility to obtain add'l info regarding this report, and was informed that the subject bronchoscope was initially used with a #6 shiley tracheostomy tube. The facility staff further reported that the intended procedure was completed. After the procedure, the pt was discharged from the hosp to a long term acute care hosp (ltach) for unk reasons. According to the facility staff the bronchoscope did not show any signs of leakage prior to the procedure. However, after the procedure the user noted a bend at the tip of the bronchoscope. On (B)(4) 2013, olympus received the bronchoscope for service due to a bent tip, but there was no info about a pt involvement. The following observation were noted during the eval of the bronchoscope; confirmed that the bending section was bent, and was leaning towards the right side. A portion of the insertion tube was collapsed and dented. There was a restriction noted when a brush and forceps were being passed through the instrument channel. These phenomena were attributed to physical damage. The bronchoscope was refurbished. The user's experience could not be conclusively determined but user handling could not be ruled out as a contributory factor to the reported event.